Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via cst that during a hand arthroscopy the vapr 2.3 mm electrode was used by the doctor. The doctor was sued by the patient because of extensor tendon rupture allegedly caused by the doctor as stated by the patient. The case is years ago as stated by the doctor. It is unknown if the complaint is really product related. What is stated is what was conveyed by the doctor. Additional information provided by the affiliate reported the doctor could not provide additional information regarding the event or the product. The affiliate also reported the device was discarded and will not be returning for investigation.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information was made available regarding the event. The root cause remains undetermined. There is no indication the event is product related. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.